Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The daughter of a customer reported via phone call of being hospitalized. The customer's doctor told them that the pump was too complicated and needed to be returned. Customer indicated that they would call back tomorrow for further troubleshooting. No further details provided.